Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. According to the product experience report, there was no sample available for review. However, there was an image and video provided. Based on the visual evidence, the catheter tubing appeared to be shorter than the required length, confirming the complaint for breakage. A definite root cause for the breakage could not be determined without the sample to review. A clear view of the breakage site was not provided. It could not be determined from the visual evidence if a tensile force had been applied to the catheter or if tape strips had been applied to the catheter as the IFU cautions against as this could compromise the strength and integrity of the tubing. There have been no other complaints regarding this issue with this lot number. Since a definite root cause could not be established and there have been no other complaints regarding this issue with this lot number, no corrective action will be taken at this time. Argon will continue to monitor for issues of this nature in the future.

Event description:
Catheter 3.0 fr (lot:11371098 val:06/04/2024) and introducer #4 (lot:22.05.117565 val:05/30/2025) argon brand.; e jugular vein chosen and catheter cut at 16cm; performed surgical brushing of the team with chlorhexidine degerming; - surgical apron placed;- performed degerming with chlorhexidine degerming and alcoholic chlorhexidine; prepared all table with material to be performed;- successfully performed, 01 puncture inside the blood vessel with good venous return, introduced 16cm of catheter with no signs of resistance, at the end of the introduction performed flush with 0.9% solution;- when breaking the introducer, 5 cm of catheter was returned, and it was tried to be introduced again, but presented resistance. When removing the catheter completely, only 6 cm of catheter was evaluated, remaining 10 cm inside the blood vessel. The on duty physician dr. (B)(6) was notified, a chest x-ray was performed, and she contacted the hemodynamics on duty for management definition (catheter lodged in the vena cava).(catheter lodged in the vena cava) -waiting for an echocardiogram to be performed by dr a.- an echocardiogram will be performed later. It will be forwarded to the hemodynamics on october 17 for removal.".